Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was inoperable and displaying an end of service notification. As a result, the patient's ipg was explanted and replaced on (B)(6) 2019. Post-operatively, therapy was restored.